Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that a single communication failure occurred during a surgery while on trajectory. The device was restarted to resume the surgery.

Manufacturer narrative:
The technical investigation confirmed the event was due to a shared memory issue. Event summary, device history record review and complaint history review did not identify contributing factors.

Event description:
It was reported that a single communication failure occurred during a surgery while on trajectory. The device was restarted to resume the surgery.